Manufacturer narrative:
No button error alarm or frozen screen was noted. The time advanced properly during testing. The unit had no button response on act button due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind basic occlusion test, occlusion test, prime pump error test and excessive no delivery test due to no button response. The unit had minor scratched display window, cracked case at display window corner, debris under the display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. The lcd also had moisture damage. (B)(4).

Event description:
Customer reported via phone call that their insulin pump stopped working. Customer states when they went to give a bolus, the screen just froze. Customer tried to troubleshoot by removing the battery and placing it back in. Customer states their attempt at correcting the issue failed because button error alarm occurred. The customer states they went to the hospital to receive an alternative treatment, due to pump not working. Customer states the urgent care visit on (B)(6) 2015 was due to high blood glucose levels. The patients' blood glucose at the time of the urgent care visit was 362 mg/dl. Customer was off the pump for three hours, prior to the urgent care visit. The customer was not admitted to the hospital, but was given prescription for lantus. The patients' blood glucose levels at the time of the incident were 218mg/dl. Customer was advised to discontinue us of pump, and that the pump needs to be replaced.